Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they have not used the cycler since december 2020 due to peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient had peritonitis in (B)(6) 2020 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis; however, the date of the culture and the organism were unknown. The patient was on hemodialysis for a few months and has since resumed treatments with the fresenius cycler. The patient recovered. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they have not used the cycler since december 2020 due to peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient had peritonitis in december 2020 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis; however, the date of the culture and the organism were unknown. The patient was on hemodialysis for a few months and has since resumed treatments with the fresenius cycler. The patient recovered. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported that they have not used the cycler since (B)(6) 2020 due to peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient had peritonitis in (B)(6) 2020 (signs and symptoms unknown). The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis; however, the date of the culture and the organism were unknown. The patient was on hemodialysis for a few months and has since resumed treatments with the fresenius cycler. The patient recovered. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.